Manufacturer narrative:
This report is associated with argus (B)(4), polident denture cleanser tablets.

Event description:
She accidentally took the polident 3 minute. It caused her to vomit. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser (polident denture cleanser tablets) tablet (batch number 16f156rgc, expiry date unknown) for stomach pain. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant), vomiting, drug use for unapproved indication and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion, vomiting, drug use for unapproved indication and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. The reporter considered the vomiting to be related to polident denture cleanser tablets. Additional details, adverse event information was received 22 march 2017. Patient stated that "I drank a polident thinking it was an alka seltzer. I vomited right after. I had fried chicken and afterwards, my stomach wasn't feeling too good and I took the polident by mistake. Three (3) minute 16f156rgc". She accidentally took the polident 3 minute and it caused her to vomit. Lot number was 16f156rgc. It was reported that the consumer took alka seltzer later.